Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction g6 type of report - additional information h2 type of follow up - correction h10 corrected data

Event description:
Subsequent to the initial MDR, a correction is required.